Event description:
Removal difficulty. Io was inserted and functioned correctly. On removal, the remover tool was threaded into the portal. The tip snapped at the thread. (B) (4).

Manufacturer narrative:
This product does not have a 510 (k) number. (B) (4). An analogous product sold in the u.s. Has 510 (k) number k970380. No further info was received form the receiving hospital. We were informed by the hospital, in a phone call made 12:13 pm, august 29, 2008, that according to their policy neither pt info nor product parts were available to pyng medical. This product issue has been addressed by elimination of the remover tool. The analogous product was cleared by FDA through 510 (k) submission k072487.